Event description:
The procedure was completed with the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. . E4 was inadvertently checked, no changes from the initial MDR. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined because the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center cannot be turned on due to loose power cord. The issue was found during preparation for use for diagnostic gastroscopy. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.